Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/14/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?) Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Is it possible that the foreign material fell into packaging upon opening of device? Was the product seal on the foil still intact when the package was opened? Was the procedure completed without any adverse effect to the patient? Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Contacted with the sales rep today via phone, please refer to the event description and other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent a c-section procedure on (B)(6) 2024 and suture was used. A transverse incision was made in the lower segment of the uterus during surgery. During the surgical process, the doctor need to use suture to suture the patient's wound. When opening a new and complete package of sutures, an unknown residue was found on the needle. The nurse and doctor immediately replaced it with another package of suture . After replacement, no abnormalities were found, and the surgery proceeded smoothly. There was no patient consequences reported. Additional information was requested.